Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult to remove appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported difficult or delayed positioning appears to be a cascading event of the difficult to remove. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip interaction with anterior leaflet/chords and gripper line requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The ntw clip delivery system was advanced to the mitral valve and during positioning of the clip, there was interaction with the anterior leaflet/chords and gripper. There was only minor clocked/counter clock movements made. When orientation could not be achieved, the clip was inverted back to the left atrium. When the clip was inverted, there was interaction with the anterior leaflet and apex of the clip. Troubleshooting was performed and the clip was released from the leaflet. The clip was then positioned at the medial border of a2/p2. It was noted that the posterior leaflet was tethered. The gripper arms were dropped; however, grasping was difficult. The anterior leaflet was bouncing but the posterior leaflet looked like it was folding not quite at apex. On the third grasp a good insertion was noted of the posterior leaflet and good reduction of mr was observed. The team discussed the quality of the grasp and the physician understood the hesitation about the posterior leaflet. The grippers were kept down, opened to 120 degrees to confirm posterior leaflet was under the gripper, and the clip was reclosed. The physician understood the risk if the posterior leaflet was folded but did not want to attempt to regrasp. The clip was released, and the grasp was maintained. An nt clip was deployed medial the ntw clip to stabilize the ntw clip and further reduce mr. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.